Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleeping current measurement test, and self test. No unexpected pump error 39 or error 41 alarm noted during testing. No battery or power anomalies noted during testing, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple pump errors. The customer's blood glucose levels were 90 mg/dl, 120 mg/dl, and 150 mg/dl. The customer was assisted in troubleshooting and it was reported that she was not able to clear the insulin pump alarms and not able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.